Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found convulsing and subsequently the patient passed away. The patient's family called to have the implantable pulse generator (ipg) system interrogated as it was uncertain if the patient had a heart attack or if there were complications with the ipg system.